Event description:
It was reported that 2 2.5ml luer slip syringes without needles were found "split" in their respective packaging before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from french to english: "(B)(6) 2018: 2 syringes were found split in their sterile packaging"

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Product# 300185k is not a bd1 product and will be captured in a different business division. H3 other text : see section h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 2.5ml luer slip syringes without needles were found "split" in their respective packaging before use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from french to english: "(B)(6) 2018: 2 syringes were found split in their sterile packaging."